Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed, 28 x 3.5mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 28 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, upon introduction, it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that proximal stent rows 4 and 10 were damaged with stent struts lifted on one side. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination found no damage to the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the device found no issues along the mid shaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred the 75% stenosed, 28 x 3.5mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 28 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, upon introduction, it was noted that the stent strut was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.